Event description:
The event occurred in USA during treatment. A medwatch report (mw5176466) from FDA was received about a rotaflow centrifugal pump (rf32). It was reported that a new sound (squeaking) was coming from the centrifugal pump. Additionally, it was reported that on a later point some changes in patient parameters were observed and the customer decided to change the centrifugal pump to a centrimag. Clots were discovered in the circuit. The patient parameter on the centrimag are normal. Further it was reported that the same patient had developed a clot while on the previous circuit with rotaflow before switching to vitaflow (medtronic). Within the medwatch report it was reported that the health effect was a thrombosis/thrombus and the type of event was marked as serious injury. Currently no further information is available, as the hospital and initial reporter of the medwatch was not reported. As the rf32 was replaced during treatment and a clot was observed, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected product was not provided. No information was received in the medwatch report. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Manufacturer narrative:
The event occurred in USA during treatment. A medwatch report (mw5176466) from FDA was received about a rotaflow centrifugal pump (rf32). It was reported that a new sound (squeaking) was coming from the centrifugal pump. Additionally, it was reported that on a later point some changes in patient parameters were observed and the customer decided to change the centrifugal pump to a centrimag. Clots were discovered in the circuit. The patient parameter on the centrimag are normal. Further it was reported that the same patient had developed a clot while on the previous circuit with rotaflow before switching to vitaflow (medtronic). Within the medwatch report it was reported that the health effect was a thrombosis/thrombus and the type of event was marked as serious injury. Currently no further information is available, as the hospital and initial reporter of the medwatch was not reported. As the rf32 was replaced during treatment and a clot was observed, a report is required. This complaint was received due to an anonymous MDR report. The customer, reporter, patient data and hospital remain unidentified. According to the report, a biohazard kit was requested. However, after a follow-up with the responsible representative from getinge, it was confirmed that no biohazard kits have been ordered from june to the present for a rf32. Consequently, no additional information could be obtained. (Refer to file attachment) the exact root cause remains unknown. However, a medical review was performed by getinge medical affairs on 2025-11-05 with following conclusion: "based on the information available, the precise root cause of the reported event cannot be determined. The report was submitted anonymously, and no device return, photographs, or videos were received for evaluation. Therefore, a technical investigation could not be conducted to confirm the condition of the centrifugal pump or the circuit components involved. A reasonable, possible root cause may include thrombus formation within the pump disposable, which could have contributed to the abnormal sound reported and the subsequent change in patient parameters. Other potential causes, such as mechanical wear, resistance within the pump, or production-related deficiency cannot be ruled out due to the lack of returned product and supporting documentation. There is no information provided indicating that the patient expired or experienced harm directly related to the use of the device. The available details suggest that the circuit changeout was performed promptly, and patient parameters normalized after transition to the centrimag pump. Therefore, there is no evidence of a direct association between device use and patient harm. The patient was receiving mechanical circulatory support at the time of the event. It is assumed from the event narrative that the patient may have had a predisposition to clot formation while on previous support systems (viz. Rotaflow and vitalflow) which suggests the possible presence of an underlying prothrombotic condition or coagulopathy. Further, the anticoagulation management strategy is unknown (e.g., targeted activated clotting times (acts), the use of heparin v. Direct thrombin inhibitors, targeted partial thromboplastin times (ptts)). Which may have influenced the susceptibility of thrombus formation in the reported extracorporeal support systems. It is unknown if a d-dimer measurement/testing was deployed to assess thrombus presence in light of thrombus formation in other support systems. As a note, the presence of clot in the rf32 rotor may have elicited the reported pump noises due to a rotor imbalance secondary to thrombus adherence/involvement. Finally, no harm to the patient, user, or third party was reported. Based on the information provided, there is no evidence of an association between the reported event and any adverse outcome." According to the instruction for use (IFU) of the rf32, chapter ¿safety instructions for centrifugal pump¿ it is stated that leaks or scratching noises in the rotaflow centrifugal pump can be a sign that it is malfunctioning. Malfunctioning can lead to inadequate patient support. Therefore, always keep a replacement centrifugal pump at the ready, listen for scratching noises when priming the system and replace the centrifugal pump if you hear scratching noises. In chapter ¿safety instructions for the extracorporeal circulation¿ it is written that an absence of adequate anticoagulation results in clotting within the system and consequently occlusion of the extracorporeal circuit and the patient circuit. This can lead to inadequate patient support, thrombus formation, hemolysis, hemostasis and ischemia. Therefore, use anticoagulations as e.g. Heparin or argatroban and check the effect of anticoagulants at a regular intervals by measuring the act (activated clotting time). The act should not fall below 480 s. Further in chapter ¿priming the system¿ it is summarized to ensure that the fixing ring is positioned below the locating lug of the drive. The locking device can still be closed even if the centrifugal pump is inserted incorrectly, however, the pump then produces abnormal noises. No device history review was performed and the review of scrap, rework, enhancements and design changes were not reviewed, as no lot number was given and the report was anonymous. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the results the reported failure "noise and clotting" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if further significant information becomes available the complaint will be reopened and necessary steps will be initiated.

Event description:
Complaint ID (B)(4).